Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6f .070-inch extra backup (xb) 3 100cm vista brite tip guiding catheter was micro-cracked and not visible upon opening the package. This resulted in low arterial pressure observed in the patient during the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the tip of a 6f .070-inch extra backup (xb) 3 100cm vista brite tip guiding catheter was micro-cracked and not visible upon opening the package. This resulted in low arterial pressure observed in the patient during the procedure. There was no reported patient injury. Multiple attempts were made to obtain supplemental information; however, no additional event details were provided. The device was not returned for evaluation as anticipated. A product history review (phr) of lot 18338236 was completed, and it does not suggest that the failure experienced by the customer could be related to the manufacturing process. The reported ¿brite tip/distal tip ¿ cracked¿ could not be substantiated because the device was not returned and images were not provided. The exact cause of the event cannot be determined and use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use, and any product exhibiting damage should not be used. Information for safety is provided in the product labeling to inform users of associated risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues; therefore, no additional actions will be taken.